Event description:
It was reported that during an unk procedure, there was an error 4. No further info is known at this time.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount and was tested on a generator and gave error code 3. The handpiece was disassembled and a torn acoustic isolator was found in the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.